Event description:
It was reported that the patient was implanted with a strata nsc lp shunt on (B)(6) 2015. According to the report, two weeks after implantation, the patient¿s health condition had slightly deteriorated. Reportedly, the pressure level of 2.0 could not be set and the doctor adjusted the patient¿s valve to pressure level 2.5. It was reported that the patient will continue to be monitored without explanting the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. It was later reported that the patient's valve could be set to all pressure levels 0.5, 1.0, 1.5, and 2.5, except pressure level 2.0. According to the report, the patient¿s pressure level remains at 2.5 and the patient¿s current status is normal. It was also reported that the patient left the hospital. (B)(4).